Event description:
It was reported that during an orif for distal femur surgery, when using the items, the connection to the arm was not working when checked/verified after tightening. The incision was extended and the surgery was successfully completed. Surgery was delayed by five minutes due to the event. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found normal repeated use wear is identified. A functional test was performed with returned mating device insrt handle for 4.5 va-lcp condylar pl and assembly worked as intended. With available evidence, the reported condition can not be confirmed. Surgical technique se_867896 rev. Aa was reviewed and the following relevant statement was found at page 9: attach the aiming arm in the appropriate orientation (left/right) to the insertion handle. Secure the connection bolt to the insertion handle. Insert a guide sleeve into the hole in the aiming arm that corresponds with the most proximal combi-hole in the plate. Orient the arrow on the guide sleeve in the direction of the locking screw arrow on the aiming arm. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the aim arm for 4.5 va-lcp crvd cond pl/rt would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part# 03.231.004 lot # 8608122 manufacturing site: werk hagendorf manufacturing date: 10.oct.2013 expiration date: n/a supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.